Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found that the instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The pulleys exhibited no damage. Other cables were not damaged. The housing was removed from the back end, no damage was observed. The root cause was attributed to a component failure. Additionally, the instrument was found to have the main tube broken. A piece measuring proximately .058¿ x .132¿ was not returned with the instrument. The main tube and distal tip remained intact due to the cables all being undamaged. However, the instrument cannot be placed on a test system for any functional testing due to the inability to feed through the cannula. The root cause was typically attributed the mishandling / misuse. A review of the instrument log was performed. Per the review, the prograsp forceps instrument (471093-11 / k11210726-0428) used on (B)(6) 2022 on system (B)(4). The alleged event occurred on the 17th use of the instrument with 1 use remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during the end of a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps instrument was removed with a bent wrist and was jammed at the bottom of the port. The instrument release was used to remove instrument. The procedure was completed with no additional instrument required and no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.